Event description:
It was reported to gyrus (B)(4) that during a surgical procedure the surgeon removed the diego blade from the patient's nose and found that the plastic coating on the dissector blade had fallen apart, or shredded. The procedure was completed. The surgeon was not sure if all pieces were removed. The patient will be monitored for the next 6 months. No injuries to the patient was reported.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.